Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown.root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends h., & m. (2000). Restoration of bone stock in revision surgery of the femur. International orthopaedics, 24(9), 14th ser., 9-14. Retrieved from rhemersonjr@msn.com. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on review of a journal article titled, "restoration of bone stock in revision surgery of the femur". This complaint will address the unknown number of patients that were identified in the article, who were eliminated from the study due to deaths from unknown causes on unknown dates. There has been no further information provided.